Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy for atrial fibrillation (af) and atrial flutter. The patient was treated with amiodarone for the atrial flutter. After the patient was stabilized it was decided by the patient to pursue home palliative care and crt-d therapies were programmed off. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.